Event description:
The patient reported experiencing intermittencies with her cochlear implant. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functioning. The decision was made to explant the patient's device. Surgery to explant the patient's device is to be scheduled.